Manufacturer narrative:
(B)(4).

Event description:
It was reported that a presyncopal patient presented in clinic. Upon interrogation, the lead exhibited loss of sensing and loss of capture. An x-ray revealed the lead dislodged. The lead was explanted and replaced. The patient was fine post procedure.